Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, and the customer's wife felt the insulin pump was malfunctioning. It was stated that his blood glucose levels came down once he was placed on an insulin drip. The wife was not able to troubleshoot at the time of the call, and stated she would call back. Later, two attempts were made to call the customer or his wife, but there was no answer on either attempt. Left messages. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.